Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2015 during which the surgeon noted extensive adhesions to the previously implanted mesh and meticulously lysed the adhesions. A portion of the mesh was removed. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted he removed the previously placed infected mesh. It was reported that the patient experienced severe abdominal pain and tenderness, bowel obstruction, infections, persistent nausea, diarrhea, and fever. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 02/25/2020. Additional information: d3,g1,g2. Corrected information: g1.